Event description:
A reported incident involving thermoset¿ temperature closed-loop injectable delivery system described that the plastic cap of the system broke off during monitoring. There was patient involvement with no reported harm.

Manufacturer narrative:
The device is available for evaluation. However, it has not been received.